Event description:
It was reported to boston scientific corporation that a posterior lite with capio slim device was used during a pinnacle posterior procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device was deployed in the right sacrospinous ligament the first time. On removal of the device from the patient, it was noted that the suture broke. Reportedly, it was unknown where the detached dart was. The physician tried to locate it but he could not find it in the patient's body. It was also reported that some tension was applied to the suture during deployment. The procedure was completed with another posterior lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Problem codes 2907 captures the reportable event of dart detachment. Manufacturing site although the current manufacturing site for uphold lite is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: freudenberg medical 2301 centennial boulevard jefferson in, 47130 USA. An examination of the returned capio slim suture capturing device and mesh assembly was performed. There was no damage noted to the capio slim suture capturing device. On the mesh assembly, no damage was noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, no damage was noted; the dart and suture were intact. On the blue dilator, the suture was broken in the area where the dart interacts with the carrier, confirming the complaint. The cage of the capio slim suture capturing device was removed; the portion of the detached suture containing the dart was found inside of the cage. The complaint investigation conclusion code selected for the dart detachment/suture broken issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. The investigation determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase. No further escalation is required. Based on the investigation finding that the detached dart was retained in the capio device, this is no longer considered an adverse event (product problem only) and is now considered a malfunction event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a posterior lite with capio slim device was used during a pinnacle posterior procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device was deployed in the right sacrospinous ligament the first time. On removal of the device from the patient, it was noted that the suture broke. Reportedly, it was unknown where the detached dart was. The physician tried to locate it but he could not find it in the patient's body. It was also reported that some tension was applied to the suture during deployment. The procedure was completed with another posterior lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Should additional relevant details become available; a supplemental report will be submitted.